Manufacturer narrative:
Patient information was unavailable. Initial reporter information unavailable at the time of filing. A medtronic representative (rep) swapped the camera from this particular medtronic navigation system and installed it on a functioning medtronic navigation system. The camera still had no response after the swap, ruling the camera as the likely fault. The rep replaced the camera on the navigation system with a new one. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the polaris spectra system control unit (scu) was beeping and made a repeating tone during verification. The camera indicator lights also went off and never reconnected. When the camera cable was unplugged from the main cart, the scu stopped beeping and showed no fault in the ndi toolbox. When plugged back in, the same issue occurred and the scu was not visible in the ndi toolbox. The site switched to another medtronic navigation system to finish the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was clarified that there was no patient present in the room at the time of the reported event. Vendor testing confirmed the failure and isolated it to a shorted mainboard component. The faulted component was replaced, and the unit then passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that there was no patient present when the reported issue occurred. The patient was not present in the room at the time of the event, and the navigation system was pulled from the room prior to a patient being present. Therefore, the reported issue took place outside of a procedure. It was also noted that the physician was not in the room at the time of the reported event.

Manufacturer narrative:
Device evaluation: the positioning sensor unit (psu) camera was returned for analysis; through visual/physical examination and functional testing, the reported issue was able to be duplicated. When connected to a known good system the returned psu would not power up. It was determined that there was an electrical failure with the psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.